Manufacturer narrative:
Date rec¿d by MFR :05jun2019. A touchscreen assembly was returned to the fi(failure investigation) lab for evaluation. A visual inspection was performed and revealed a scratch on the bottom center of screen. The returned component was installed to a test ventilator for analysis and the test ventilator did power up from (alternating current) ac and deliver breaths, however the unit was unable to shut down via touchscreen and the unit was unable to complete the touchscreen calibration, 1st calibration point, bad touch detected. Several points are out of specification. The reported issue was confirmed the touch screen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. Bad touch detected, screen locks up. No parameters changes possible. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.